Manufacturer narrative:
This device is not marketed in us but a similar device with catalog # 1604200500, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at th12-s2al, anterior lumbar interbody fusion at l2-5 and posterior lumbar fusion at l5/s1. Post-op, rod broke between l5 and s1. A revision surgery (transforaminal lumbar interbody fusion) at l5/s1 was performed on (B)(6) 2019 due to failure of bone fusion. The set screw and rod of s1 and s2ai were removed. No fragment of the broken product remained inside the patient.